Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted the rated burst pressure (rbp) for this device is 15 atmospheres as indicated on the product label. The product label and the armada 35 instruction for use also warns: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion with 90% stenosis at the origin of the right common iliac artery. An 8x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was prepped (air aspiration) outside the anatomy prior to use. The pta was advanced without resistance toward the target lesion, the balloon was inflated once to 18 atmospheres and the balloon ruptured. The 8x40 mm armada 35 was simply withdrawn from the patient anatomy without issue. A 10x40 mm armada 35 pta was prepped (air aspiration) outside the anatomy prior to use. The 10x40 mm pta was advanced without resistance toward the target lesion, the balloon was inflated once to 18 atmospheres and the balloon ruptured. The 10x40 mm armada 35 was simply withdrawn from the patient anatomy without issue. A non-abbott balloon catheter was used to continue the procedure and an omnilink stent was implanted. There was no adverse patient effect. There was a delay in the procedure due to the balloon rupture but there was no impact to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 10mmx40mm armada 35 referenced is being filed under a separate medwatch MFR number.